Event description:
It was reported the gastrointestinal videoscope exhibited a b30 and e216 scope communication error codes. It is unknown when these issues occurred. There was no reported patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.